Manufacturer narrative:
A full review of the device history record was performed and the product met all quality and performance requirements. This report is based upon allegations made in a lawsuit in which atrium medical is named as a defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Plaintiff was implanted with an proloop mesh. Plaintiff allegedly experienced migration of the mesh with associated scarring, adhesions, hernia recurrence on the left side, bowel attached to the abdominal wall associated with inflammation from the mesh pain. Unknown onlay mesh implanted at the same time as atrium's proloop implant. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.